Manufacturer narrative:
If implanted, if explanted, give date: not applicable as the cartridge is not an implantable device.  Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision has been submitted.

Event description:
It was reported that cartridge tip was split open and a new lens and cartridge were requested. There was patient contact indicated but there was no incision enlargement, no sutures, and no vitrectomy required. No further information provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Device available for evaluation: yes, returned to manufacturer on: 2/14/2019, device returned to manufacturer: yes. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection using microscope magnification was performed to the product returned. Residues of lubricant material were observed on cartridge. The cartridge tip section was observed deformed. No other defect was observed on cartridge tip. One part of the lens edge was observed bend. Both haptics was also observed folded. The condition in which the sample returned is consistent with a product that was handled and prepared for a surgical process. The complaint issue reported as tip deformed was verified. Based on the analyzed of the returned, there is no indication of product quality deficiency. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints related to this production order was conducted in the complaint system. The search revealed that no additional investigation request for this po number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.